Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) had been failing repeatedly. A field service engineer (fse) swapped out the latch on the srm and ensured the hasp was aligned with the latch. The contact wires were crimped to create a tight connection on the latch. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager jammed repeatedly. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.